Event description:
It was reported that during dft testing a message of possible output circuit damage was observed. The ICD was explanted and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 20cm was returned for analysis. External insulation abrasion was found at 15.3-15.5cm, 18.0-18.5cm, 19.0-19.2cm from the connector end, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.